Manufacturer narrative:
H10: the actual device was returned for evaluation. Visual inspection observed a particle adhered inside the tip protector. Laboratory analysis including a universal attenuated total reflection (uatr) test identified the particulate matter as an intrinsic particle from the raw material. The reported condition was verified. The most likely cause was an imperfection in the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in a clearlink system continu-flo solution set. The pm was further described as, ¿a brown substance inside the cap, on the spike¿. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.